Manufacturer narrative:
This report is submitted on april 05, 2017. (B)(4).

Event description:
It was reported that the patient experienced an infection at the implant site. Revision surgery to excise the inflamed skin was performed in (B)(6) 2016 (specific date not reported).